Event description:
It was reported that the patient had a CT scan about a month prior to this report and the implantable neurostimulator (ins) was at about a quarter battery life before the scan. About a week after the scan, the patient tried to turn the ins on but ¿it can¿t find it.¿ a reposition antenna screen was seen. The patient was concerned that the CT scan affected his device. It was stated that the stimulation was not off during the scan but later it was stated that the patient had shut it off beforehand. He was also unable to communicate with his programmer. The ins had been charged last about 2-3 days before the scan. It had been off for about half a day before the scan and it had not been turned back on until the failed attempt a week after the scan. An overdischarge was suspected. Follow-up was conducted to determine if any intervention occurred and if the patient was receiving effective therapy. A follow-up report will be initiated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).